Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had an out of box failure; error 41622 occurred. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with good condition. The device was visually inspected and functional testing was performed to test the device. The customer's stated problem was verified. The device failed the motor the test. Further investigation of the pump determined that a high currrent motor was the cause of the issue. The motor will be replaced to resolve.